Manufacturer narrative:
A pump was returned with two silver-soaker catheters. Only one catheter was received broken and will be tested. The non-broken catheter will not be tested. The silver-soaker catheter was returned not fully intact, missing the infusion segment. There was evidence of stretching at the 1nd markings and continues throughout the catheter. The damaged part was measured to be 0.027¿ and the non-damaged part was measured to be 0.044¿. The catheter was examined under a microscope magnified at 1.6x, no signs of brittleness were observed. Tensile strength was performed on the catheter using the instron machine. The passing rate for the test is >2.8(lbf) at the infusion segment and >4.00 (lbf) for the mid-body segment. The result for the catheter mid-body segment was 8.86(lbf). Tensile strength test was not performed on the infusion segment because it was missing from the catheter. The catheter met specifications during the tensile test and no additional testing was performed. The evaluation summary concluded that the silver soaker catheter was received not fully intact, missing the infusion segment. Evidence revealed that stretching was observed at the 1nd markings and continues throughout the catheter. Tensile strength was performed on the mid-body segment and met specifications. Excessive force failure mode was chosen because during visual observation of the catheter, stretching and breakage was observed. Tensile strength on the mid-body met specifications. Using excessive force >4.00(lbf) on the catheter at the mid-body segment and >2.8(lbf) at the infusion segment will cause it to break. The device history record for the reported lot number was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. Based on the sample evaluation, the reported incidence regarding "patient's catheter was broken during removal by her husband," was confirmed. The root cause has been identified as an "inappropriate use." Catheter was inappropriately removed from patient. Patient's husband applied an excessive force during the catheter removal. The instructions for use for on-q pain relief system, on-q catheters and introducers, catheter removal instructions indicates the following: remove catheter as soon as infusion is complete to reduce risk of infection and difficulty removing catheter. Remove dressing and loosen the adhesive strips at catheter site (figure 10). Grasp catheter close to skin and gently pull to remove. The catheter should be easy to remove and not painful. Do not tug or quickly pull on catheter during removal (figure 11). Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
(B)(4). UDI #: unknown. The complaint product is reported to be available, but has not yet been received by the manufacturer. A review of the device history record is not possible as an invalid number was provided. Root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
Fill volume: unknown, flow rate: unknown, procedure: abdominalplasty, cathplace: abdomen tunnel. It was reported that a catheter broke when the patient's the caregiver attempted removal of the catheter. The caregiver met resistance when pulling, and kept pulling. The resistance level was noted to be a 5/5. 5 centimeters of the catheter was left inside the patient. The surgeon saw the patient at an appointment 6 days post-op, so it was decided to leave the extra catheter in.